Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was positioned multiple times and was noted to not be pacing and the physician was unable to get adequate thresholds. The physician opted to use another lead to complete the procedure. No patient complications have been reported as a result of this event.